Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 8000 cobas ise module. For sample 1, the initial na result was 155.5 mmol/l. The sample was repeated on another cobas 8000 analyzer and the result was 140.5 mmol/l. For sample 2, the initial na result was 150.4 mmol/l. The sample was repeated on another cobas 8000 analyzer and the result was 139.7 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on the day of the event. The qc recovery data provided was not within the customer's established ranges on the date of the event. The alarm trace showed reagent short, abnormal sample probe aspiration, incubation water short, and test count excess alarms. The field service engineer (fse) found that the vacuum nozzle was not functioning within specification and replaced it, performed ise checks, performed precision checks, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.